Event description:
It was reported that after multiple stylus replacements, the programmer would not open, change, or program certain fields for implantable devices on certain screens. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the stylus skips on overlay and will not select in some areas of the overlay. It was also noted that the power cord bay was damaged.